Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed, the implants were removed due to suspected infection. This adverse event was addressed by revision surgery on (B)(6) 2022 to exchange the gns ii cmt tib size 5 right. The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, a revision was performed after an unknown length of time in vivo due to suspected infection. It was communicated that the requested clinical information was not available. Without the requested information, the clinical root cause of the reported suspected infection cannot be further assessed. The patient impact beyond the reported suspected infection and revision could not be determined. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection and late deep wound sepsis have been identified as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.